Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and piston was no longer working. The customer¿s blood glucose level was 400 mg/dl. Customer stated they were unable to exit the preparing to prime loop. The customer did not provide information about symptoms and treatment. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly.